Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing, noise and proximal lead insulation damage with visual cracks, holes and exposed wires. It was further reported that the right ventricular (rv) lead exhibited insulation damage with holes, cracks and exposed wires in the proximal lead. The ra lead and rv lead were both capped and replaced. No patient complications have been reported as a result of this event.